Event description:
It was reported that the patient received severe pain by his device when he was walking through metal detectors at a store. The patient no longer has pain and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.